Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels, length of time pod was worn, and location of infusion site were not provided. Symptoms reported include loss of consciousness, sweating, shaking, and unsteadiness on his feet. The patient was treated with insulin through a syringe. The pod was worn when the patient sought medical attention, and the patient remained in the hospital the time of call. The patient reported receiving communication errors between the pod and his controller during operation and alleged this is what led to his hospitalization.